Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked at the threads. There was visible corrosion found in the battery compartment. The returned battery cap threads were found to be stripped. The battery cap was not able to be secured appropriately to the pump; power reboots were duplicated. A test battery cap was able to be carefully secured to the pump and was used to complete all testing. A 24 hour duration test was performed with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.